Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic bullet tip at the end of the tunneler broke/came off while the surgeon was using it. The tip was unable to be located; however, the surgeon felt like it was not likely to have remained in the patient. A post-operative cat scan was done, and neither the radiologist nor the surgeon saw evidence of retained foreign body.